Event description:
"The catheter felt rougher than normal, and caused the puncture of the vessel. (Lot # 137601) and (lot # 1000876). No samples being returned.

Manufacturer narrative:
Product was not returned for evaluation.